Manufacturer narrative:
(B)(4). Batch # r5c173. Investigation summary: the analysis results found that the ecs29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all of the staples as well as completely cutting the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by "stapler failed"? Was it not possible to fire the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified?

Event description:
It was reported that during an unknown procedure, stapler failed, air leak, had to take it down and do it again with a different stapler. Case completed with another device of the same product code. There were no patient consequences reported.